Event description:
Pt had original implantation in 1965. These were replaced in 1977 using heyer-schulte saline implants. Because for severe itching and calcification, it is necessary to remove these implants.